Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump and assisted caller with the reset, the malfunction did not recur after resetting, customer was advised to continue using pump and to call back if any malfunction code recurred.